Event description:
It was reported via repair work order that the side rails could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.